Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: it was noticed by the surgeon after entry and creation of pneumoperitoneum using the covidien visiport the black ring normally visible around the lens was incomplete. Theatre manager stated the surgeon removed the black object from the pt consistent in size and shape to the incomplete portion of the ring.